Manufacturer narrative:
(B)(4)

Event description:
It was reported that the remote monitoring transmission showed an alert triggered for the right ventricular (rv) lead pacing impedance of 1007 ohms being out of range. There was also an observation for a high rv lead threshold. The rv lead is still in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the rv lead dislodged possibly while doing aerobics. There was continued high impedance greater than 3000. The lead was electrically abandoned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: 407652 implantable pacing lead 2010 (B)(6). (B)(4).